Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Under fluoroscopy, it was seen that the screw on this lead was not all the way extended. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.